Manufacturer narrative:
Concomitant medical product: abstack15 abs fixation device 15 tacks (lot# abstack15). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, failure of mesh, scarring, adhesions, and mesh migration. Post-operative patient treatment included partial omentectomy, hernia repair with mesh, and mesh removal surgery.